Event description:
It was reported that a system error 2240 (air in line/set) alarm that occurred on the homechoice device. The patient was connected to the device at the time of the alarm. This occurred during the drain stage of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient had disconnected without proper using procedures and then reconnected. The technical service representative reviewed proper procedures, per the user manual, with the patient and assisted them in clearing the alarm. The patient planned to restart therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Improperly disconnecting/reconnecting during therapy is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.